Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen 2,000 mcg/ml at 79.6 mcg/day via an implanted pump for intractable spasticity and spinal cord injury/spinal cord disease. It was asked, but unknown when the event/difficulty occurred; however, the event occurred during normal use. The pump and catheter were explanted on (B)(6) 2018 and would not be returned, customer refused. A replacement with a new pump and catheter was planned (date not reported). The patient had an infection at the pump site. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was unknown if the issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight and medical history were asked, but unknown. No further complications were reported/anticipated or expected.